Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic. The pt performed two control solution tests. Both failed. Pt also reported blood glucose results of 347, 173 and 210 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control solution were in good condition. The codes matched and the testing technique was correct. The pt neither alleged injury or harm. The meter and test strips are being replaced for the pt.